Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Due to a hazard alarm, patient had removed pod and was self treating with manual injections prior to going to hospital. Symptoms reported include hyperglycemia, vomiting and weakness. At the hospital, patient was treated with an insulin drip and intravenous fluids. The patient spent 4 hours in the emergency room and was admitted for an overnight stay before being discharged the following day.